Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.   Upon further investigation of the download data, the monitor was unable to detect an sd card prior to the treatment events. A monitor being unable to detect an sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.   The root cause of the monitor being unable to detect an sd card could not be positively identified. Device manufacture date: monitor 12/16/2014; belt 07/09/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. A review of the downloaded patient data flag files indicate that the patient received four unknown treatment events at 07:45:49, 07:46:17, 07:46:44, and 07:47:11 on the date of death ((B)(6) 2020). The electrode belt was disconnected at 08:46:21 on (B)(6) 2020. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates the monitor was unable to detect an sd card. There were no allegations of device malfunction contributing to the patient's death. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment events on the patient's date of death is unknown.